Event description:
It was reported that the right atrial lead was dislodged and exhibited capture anomaly. During a device changeout procedure, the lead was capped. The patient was in good condition.

Manufacturer narrative:
(B)(4).